Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the physician attempted to connect the neurostimulator to the lead. When the wrench was tightened (correct amt of torque), the lead was not held securely into the header of the neurostimulator after tightening the set screw. Impedance measurements were >4000 ohms. A new neurostimulator was then implanted and the lead was able to be tightened down securely with no impedence issues. No injuries were reported and the pt recovered without sequelae.